Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 50mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.